Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead, developed pericardial effusion and it maybe related to the position of the lead. In addition, it was noted that this lead had high pacing thresholds. All other measurements were confirmed within normal range. To date, this lead remains in service. No additional adverse patient effects were reported.